Event description:
It was reported that during a ptca treatment procedure involving a calcified and 99% stenotic lesion in the middle to apical portion of a tortuous lad coronary artery, the quantum maverick monorail balloon lost pressure at 16 atm's on the fifth inflation. (The number of atm's reached on the previous four inflations is unknown.) The patient was asymptomatic during this event. A high torque intermediate guidewire (size unknown) and a mach 1 fl4 st guide catheter (size unknown) were also used in this case, but the type and size of introducer sheath and which inflation device was used are unknown. The prodedure was successfully completed. Patient status is reported as "good".